Event description:
It was reported that coupling and/or communication issues occurred. An implantable neurostimulator (ins) overdischarge was suspected. The last time any stimulation was felt was over 12 months ago. The last successful recharging session was over 12 months ago. It was stated that "there might be a problem with the leads as well but it was difficult to determine since it wasn't possible to communicate with ins." One day later it was reported that an end of service / end of life (eos / eol) message was seen upon the interrogation of the ins with the physician programmer. The patient was in overdischarge since (B)(6) 2011. It was also reported that the patient was non-compliant. Multiple appointments had been scheduled where the patient never showed up. The physician recharge mode prm had been performed and the eos message was seen. One day later, it was stated that the reporter had not been instructed that this ins had been over discharged three times and would no longer work. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), type programmer, patient product ID 37092, lot # 290630001, implanted: (B)(6) 2011, product type accessory; product ID 3550-39, lot # n301707, implanted: (B)(6) 2011, product type accessory. (B)(4).

Event description:
Additional information from the provider indicated that surgical explant occurred. It was stated that the patient "never followed up" since implant, "never charged it", and "never turned it on or used it" for the two years it was implanted. The patient's outcome was reported as "non-serious injury/illness."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.